Manufacturer narrative:
During further investigation (fi), a visual inspection of the touchscreen revealed that the glass of the touchscreen was shattered into multiple pieces. The touchscreen could not be used. Since the complaint did not mention any broken glass this was considered a transport damage. No further testing was performed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The glass of the customer returned touch screen was shattered and no further testing could be performed. The complaint (failed calibration) could therefore not be duplicated.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen was not calibrating. No patient or user harm was reported.